Manufacturer narrative:
(B)(4). A different serial number product was returned on (B)(4) 2015, therefore, evaluation is not yet initiated. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-130mg/dl fasting. Verified test strips expire 06/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: 38,51mg/dl.